Event description:
Haemonetics received a complaint on (B)(4) 2012 for an orthopat device with the description "fluid spill." No pt/operator injury associated. Potential for fluid ingress with electrical component damage. Therefore, there is a possibility of electrical shock or fire, which may result in pt/operator injury.

Manufacturer narrative:
The device has not been returned for eval. A f/u report will be sent when the device has been returned and evaluated. (B)(4).